Manufacturer narrative:
The facility's biomedical engineer has not completed repairs to the bed.

Event description:
Information received indicates the cable that feeds the footboard connector on the right hand side of the bed is cut with exposed wires.